Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, user informed the technical support engineer (tse) about an issue with the monopolar energy and error c-34 on the integrated electrosurgical unit (iesu) or erbe. The tse reviewed the system error logs and confirmed the occurrence of error c-34. Prior to calling, the user had power cycled the erbe and replaced the monopolar energy cable, but the issue persisted. The tse advised the user to move the monopolar energy cable to the other monopolar port, but the issue remained. The user was instructed to perform a hard power cycle on the erbe for 15 seconds, and the erbe powered back on with error c-00 but the user was able to activate monopolar energy. However, the user called back to report that the error reoccurred and was persistent. The user replaced the erbe with one from another system to proceed with the procedure. The user continued with the procedure as planned without further issues. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse arrived on site and found that the customer had swapped integrated electrosurgical unit (iesu) or erbes. Fse powered on the defective erbe and confirmed error c-34 appeared at startup. Fse installed a new erbe. During system testing, the unit displayed errors c-83 and c-84 after being powered on for more than 10 minutes. After power cycling the erbe, errors continued to appear both at startup and after 10-plus minutes of operation. Fse inspected the foot pedals and found no issues. The erbe was labeled defective. Fse replaced erbe due to customer complaint of monopolar not working with error c-34. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbes were returned for failure analysis, and the reported failure (c-34 error with monopolar activation) was confirmed and reproduced on erbe connected to system. System logs showed 25913 c-34 errors. A visual inspection found the unit has no significant scratches or dents. The front bezel is in decent condition. The c-34 error on start-up and c-34/m-11 errors mono coag activation erbe unit that was placed on golden system was run in normal mode. The probable root cause is attributed to an electrical component failure due to a voltage error and monopolar firing issues.